Event description:
It was reported that shaft break occurred. A 3.5mm x 12mm quantum maverick was selected for use to dilate the lesion. However, it was noted that the delivery shaft was fractured. No patient complications were reported and the patient's status was stable.